Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair surgery when implanted the twinfix anchor it fractured. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image could not determine the state of the anchor. A visual inspection revealed that the device was returned without the sutures present. The tip of the anchor was fractured at the eyelet, and the fractured pieces had not been returned. There was some debris present on the anchor and at the proximal end of the shaft. A review the certificates of compliance found that the anchor conformed to the quality requirements as indicated in the specific approved drawings and inspection instructions for each item. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, and foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that according to the report the fractured pieces were removed using tweezers and the procedure was successfully completed without a significant delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, or improper preparation of the insertion site.